Manufacturer narrative:
(B)(4). Conclusion: to date, the device has not been returned. If the product is returned for evaluation, any further info derived from the evaluation will be submitted in a supplemental 3500a form.

Manufacturer narrative:
In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
Conclusion: actual device was returned for evaluation. Visual and functional inspections were performed and it was found that the sample did not have any broken or damaged components that could have affected its function. When the reservoir was activated, it filled with air indicating that a flow was present.

Event description:
It was reported that the patient underwent a surgical procedure and reservoir was attached to a drain. Two days later, negative pressure could no longer be applied. There was no adverse patient consequence.